Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter's display was fading and that it would no longer power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged issues both began the day prior to contact lifescan at 6 pm. The cca noted that the pt manages her diabetes with insulin; however, denied taking any action regarding her diabetes management as a result of the alleged issue. Approx 2 hours after the alleged issues started, the pt reported feeling clammy and lightheaded. The pt stated, her blood glucose was "32 mg/dl" when tested with an ems meter that evening and reported that she treated self with food and/or drink. At the time of troubleshooting, the cca noted that the pt replaced the subject meter's batteries as recommended in the owner's booklet and that there was no known misuse to the reported product. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly, developed symptoms suggestive of severe hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.